Manufacturer narrative:
Li x-y, li c-h, wang j-w, liu j-f, li h, gao b-l. Endovascular management of cerebral aneurysms of the posterior cerebral artery. Frontiers in neurology. 2021;12:700516. Doi:10.3389/fneur.2021.700516. If information is provided in the future, a supplemental report will be issued.

Event description:
Li x-y, li c-h, wang j-w, liu j-f, li h, gao b-l. Endovascular management of cerebral aneurysms of the posterior cerebral artery. Frontiers in neurology. 2021;12:700516. Doi:10.3389/fneur.2021.700516. Medtronic literature review found a report of patient complications in association with a pipeline device. The purpose of this article was to investigate the safety and efficacy of endovascular embolization of cerebral aneurysms at the p1¿p3 segments of the posterior cerebral artery (pca). Seventy-seven patients were treated, including coiling alone in 10 patients, stent-assisted coiling in 18, parent artery occlusion in 25, and pipeline embolization device (ped) in 24. Of the 77 patients, 42 were male and the mean age was 53.2 years. The article does not state any technical issues during use of the pipeline device, and all patients were successfully treated endova secularly. The following intra- or post-procedural outcomes were noted: -during the periprocedural period, two ped patients experienced acute thrombus formation. There were no sequelae after immediate thrombolysis.